Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer inserted new batteries, but display did not return. The insulin pump also alarmed and had a contact tone. The customer's blood glucose was unknown. The customer was advised a battery cap was shipped out and to call back if issues persist.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no unexpected restart, blank display, or watchdog timeout alarms were noted. No constant tone during testing noted. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.